Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was exhibiting low impedance. Noise was also observed which had led to unanticipated therapy. Insulation anomaly was also noted. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasion was noted at 15.7-16.4cm from the distal tip. The etfe coating was intact at the same location. Insulation damage was found at 32.0-34.6cm from the distal tip consistent with clavicle crush damage. Electrical testing that could be performed in the laboratory resulted in normal lead characteristics.